Event description:
Boston scientific received information that this lead was suspected to perforate an unknown location of the heart. The patient had mild pericardial effusion and was experiencing chest pain due to the perforation. It was also noted that there was a high pacing threshold measurement. The lead revision was successful. The lead was explanted and was replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.